Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a red x and shock/pacer equipment malfunction message. There was no patient involvement.